Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. Battery status elective replacement indicator (eri) was reached in 33 months. Implanted: 10/15/93, explanted: 07/24/96 (implanted 33 months)